Event description:
Pt developed positive blood cultures with serratia marcescens. Pt with PICC line in place since (B)(6) 2018. Antibiotics given. Pt recovered. As previously admitted to pediatric ICU for rsv/bronchiolitis and respiratory failure (B)(6) 2018. Our acute care hospital does not see very much serratia marcescens bacteremia so found this unusual. This is 1 of 4 pts we have identified with this organism in the blood since (B)(6) 2018. Therapy start date: (B)(6) 2018. Therapy end date: (B)(6) 2018.